Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.

Manufacturer narrative:
The reported event, housing broke at the weld, has been confirmed based on historical data. Corrected data: d9.

Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.